Event description:
It was reported that during a shoulder procedure using a speedlock implant with inserter handle, upon insertion the implant inserter handle got misaligned causing the implant to go in at a bad angle. The surgeon abandoned that implant in the bone and drilled a new bone hole to complete the procedure, using a backup speedlock implant. There were no significant delays or patient complications reported as a result of this event.